Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio determined that the cause of the reported issue was due to the therapy cable not fully seating on the connector of the therapy pcb assembly. This resulted in the therapy cable not being retained in the connector. Physio replaced the therapy pcb assembly to resolve the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device is unable to detect the therapy cable. The customer advised physio that they attempted to connect two different therapy cables with the same result. As a result, defibrillation may not have been possible if it were necessary. There was no patient use associated with the reported event.